Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. If the device is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with a damaged battery issue was confirmed but not reproduced. The root cause was not identified. No repairs have been performed due to the pump being returned unrepaired. This issue has been escalated to CAPA. This involved a colleague infusion pump with a user interface module master software version 6.13.92.

Event description:
The facility representative reported to baxter (B)(4) a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.